Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. The left ventricular lead impedance increased in one electrode after connecting to the device. The threshold was 1.1v @1.0ms and the lead was still capturing. Impedance was in range for all other vectors with acceptable threshold. The lead was reprogrammed, and the patient was stable.